Event description:
Related manufacturer reference number:2017865-2023-52730. It was reported that the right ventricular lead exhibited oversensing noise. During the procedure it was discovered that the right atrial lead had insulation damage. Both leads were capped and replaced. The patient was in stable condition.